Event description:
It was reported that immediately after induction of general anesthesia, the intubation tube was connected to the circuit and the ventilation rater was less than 100 ml. While there was no harm or injury reported, based on the information provided. The decrease in ventilation could delay patient therapy even though vbm was used and the patient vs stabilized.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 06 aug 2025 has been included in the health authority report. Should additional. Information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 06 aug 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of "functional" regarding part a4ux2xxx was not confirmed. The root cause was not determined. A risk assessment was performed, and the ultimate risk was determined to be medium which does not require escalation to the CAPA review board. There have been 0 other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
It was reported that immediately after induction of general anesthesia, the intubation tube was connected to the circuit and the ventilation rater was less than 100 ml. While there was no harm or injury reported, based on the information provided. The decrease in ventilation could delay patient therapy even though vbm was used and the patient vs stabilized.